Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that as the procedure ended the tracking of the nav mifi oi was lost. A new nav cable was introduced but that did not resolve the issue. The case was ended as the physician was done with radiofrequency ablation. No patient complications occurred. However, returned device analysis revealed fluid ingress. Visual examination revealed dried rust colored fluid under ring 1 distal seal and distal edge of the electrode. Dried body fluid found on the handle and main body tubing as well as the distal end. Dried saline found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found evidence of fluid inside the shaft between rings 1 and 2. The distal end was dissected to the butt bond for further inspection of the fluid. Dried rust colored fluid found under all three ring electrodes and inside all three wire feed through holes. Ring 1 wire appears to be corroded at the electrode. The distal end cavity was full of dried saline and corrosion. Next, the handle was opened to search for dried fluid. Salt residue was found surrounding the solder joints on the pcb at the rear connector. Using a syringe connected to the luer fitting, saline was injected through the lumen. Saline exited the irrigation ports without any leaks observed inside the handle. Next, a metriq pump was connected to the luer fitting and the flow rate was set to 30ml/min. Again, saline exited the irrigation ports normally, but saline was also observed dripping out of the main body tubing at the butt bond. The entire length of lumen was extracted from the shaft to search for holes. No anomalies were found. However, the lumen did suffer damage during the extraction process.